Manufacturer narrative:
No patient information was provided at this time. The bowl from the cell saver elite set was returned and evaluated by haemonetics. It was noted during investigation that blood was seen on the inner core. Bowl decompression testing confirmed the blood outflow from the inner core and the outer core welding.

Event description:
On (B)(6) 2020 haemonetics was notified of a bowl leak which occurred following a procedure in (B)(6), utilizing the cell saver® elite® autotransfusion system and cell saver® elite set - 125ml. There was no reported impact to patients' health.